Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, some of the external components appeared to be damaged. The unit was actuated four times and engineering was able to confirm the customers' experience of misfiring. The unit was disassembled; internal components were damaged as well. The root cause of the damage is unknown; however, it may have been a result of exerting excessive force on the distal end of the device. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Event description:
Lap chole - "device misfired clips."

Manufacturer narrative:
(B)(4) has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.